Event description:
It was reported that the patient underwent ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent ipg replacement procedure due to an unknown reason. Additional information received that the patient experienced inadequate stimulation and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and revealed that it was in a hibernation state upon receipt and was able to fully charge in one cycle. The ipg did not reveal any anomalies during the visual and functional examination.

Event description:
It was reported that the patient underwent ipg replacement procedure due to an unknown reason. Additional information received that the reason for ipg replacement was due to inadequate stimulation and the patient was doing well postoperatively.